Manufacturer narrative:
A display printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection noted damage to the status display pcb. An investigation was performed and root cause was isolated to a damaged connector on the status display pcb. It is unknown how the damage occurred to the pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator had a communication error. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se found the display printed circuit board (pcb) and the rotary connector was damaged. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.